Event description:
It was reported that that patient was unable to deflate his inflatable penile prosthesis. The patient underwent surgery to replace the device. A hole in the tubing was observed upon explant. There were no patient complications.